Event description:
During an atrial fibrillation procedure, air was aspirated from the agilis 8.5f sheath hemostatic valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.